Manufacturer narrative:
Code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 22 - according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to death.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair for an abdominal aortic aneurysm with a dissection distal to the renal arteries and an iliac aortic aneurysm treated with a gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: hgb161207a/18552292, UDI (B)(4).

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair for an ascending thoracic aortic aneurysm with a type b dissection using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. It was reported later that day on (B)(6) 2019, the evening after the implant procedure the patient had expired due to an aortic dissection. All dissections were distal to the renal arteries. It is unknown where the dissection originated or which device caused the dissection that contributed to the patient¿s death.